Event description:
It was reported after an atrial fibrillation (afib) case, a diffuse alveolar hemorrhage (dah) was noticed. The reporter stated that when the patient woke up, the patient was short of breath and coughing up blood. The dah was confirmed by a chest x-ray. The medical intervention provided was unknown. The patient was reported to be in stable condition. In the physician¿s opinion, the adverse event was not caused by the j&j products used in the case. The physician believed that it was either pulsed field ablation (pfa) energy delivery related, or that the guidewire in the farawave¿ went too far out the pulmonary vein and punctured the alveoli. The patient fully recovered. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).